Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no reported adverse impact to the customer¿s blood glucose level. Customer continued to use current pump as backup therapy while technical support arranged replacement pump.